Event description:
Info was received that reported a pt was hospitalized in 2008 due to a diabetic ketoacidosis. The reporter stated the pt awoke on the day before, with a blood glucose >500mg/dl. The pt's blood glucose remained over 500 for most of the day. By 3am on original date, the pt was vomiting and had high ketones. He was admitted to the hosp and treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.